Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact on the customer's blood glucose level. The customer planned to use multiple daily injections (mdi) as a temporary backup therapy.